Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment and no anomaly was found. The battery was returned to the manufacturer for additional analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received a vibratory alert. The device was interrogated and found to have reached eri. The device was explanted and replaced.